Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient has had problems since the device was put in. The patient was working with the pain clinic and they did an x-ray. The patient reported that the device has not worked well. The patient had back pain and has had back pain since 1970. No further complications were reported/anticipated.